Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was feeling stimulation via the temporary, non-tined lead, on the right side until she moved from a sitting position in her car and stood up to get out of her car. The manufacturing representative (rep) stated that at that time the patient noticed she was no longer feeling the stimulation. It was reported that the patient tried increasing stimulation and the stimulation was not felt by the patient. The patient was told to switch to the opposite side and use the other temporary lead and stimulation was felt by the patient. The rep also noted that the temporary lead did not have the tines and was not anchored into the patient's body. The rep mentioned that the lead was removed after the evaluation and was disposed off by the health care professional's office upon completion of the temporary lead trial. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient was going through a temporary lead trial and on (B)(6) 2018 the patient stated that she couldn't feel stimulation on the right-hand side. The manufacturing representative (rep) mentioned that he had the patient turn her remote off and turn it back on and then turn stimulation up until she felt something. The rep noted that he than had the patient switch to her other temporary lead, on the opposite side where she felt stimulation but the patient's temporary lead on the right side may have migrated some, however, the patient was still feeling stimulation on the left-hand side. The patient noted that she was not feeling her stimulation and when it was increased she felt a shock. The patient stated that she went to the doctor's office and the manufacturing representative and nurse changed her to the left side. The patient noted that they had increased the stimulation to 0.9 and it began to shock her. The patient mentioned that her most bothersome symptom was her leaks and that had not changed. The patient reported that she had heavier leaks now than before. The patient stated that when her device was on the right side the stimulation felt more like vibration and now that it was on the left it was more of a shocking feeling when increased. There were no further symptoms or complications reported or anticipated.